Event description:
It was reported that approximately 2 1/2 years after implantation of a vascular stent in the sfa, the patient presented with claudication. A restenosis of approximately 90% of the target lesion was identified. Pta was performed and another stent was implanted as treatment. After treatment, the restenosis was reduced to 0%. There was no reported patient injury. The patient is reported to have recovered without any clinical consequences.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.